Event description:
The pt report that post operatively to a gastric band implant, he was admitted to the hospital for an infection at the port site incision. The infection was treated with antibiotics and pt was discharged home. It is noted that the incision is open about one inch and currently the site is packed with gauze, and pt is taking cipro two time a day. It will be determined at a later date if a revision surgery will be required.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.